Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of a history of atrial fibrillation could not be conclusively established through this evaluation. It was reported on (B)(6) 2020, that the patient had a history of atrial fibrillation, but had a normal sinus rhythm (nsr) during an admission on (B)(6) 2020. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on vad-16088, and no further related issues have been reported at this time. The heartmate ii lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Describe event or problem: stroke admission was reported in related MFR # 2916596-2020-04451. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of a-fib but had normal sinus rhythm (nsr) on admission for stroke.